Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer stated that the no sound is not heard - error: sound failed. There was no reported patient incident/injury.